Event description:
It was reported that patients implantable pulse generator (ipg) needs to be charge more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned due to facility policy. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.